Event description:
It was reported that the iab was inserted in a female pt in cardiac shock. Several hours later, there was evidence that the balloon had ruptured. The iab was removed and there were no reported complications.